Event description:
Olympus was informed that during a sebaceous nevus on the scalp the surgical cautery tip caught fire, and the gauze caught fire, as well. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. If additional info or if the device is received at a later time this report will be supplemented.